Manufacturer narrative:
Age at time of event: above 18 years and older. Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the stent was partially deployed 2.6cm from the sheath. The inner liner was kinked at the proximal end of the tip. Microscopic examination revealed that the tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 09-apr-2020. It was reported that stent failure to deploy occurred. A 14x60x120 epic stent was advanced for treatment. However, the stent could not be deployed even though the thumbwheel already clicking until finished and the pull grip had met the handle. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent partial deployment.